Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The symptom downstream occlusion was confirmed and reproduced. The downstream sensor current reading with a fluid filled set loaded was found to be out of specification. The evaluation also found the downstream pressure plate gap to be out of specification. As a result, the downstream pressure plate was replaced and the unit was calibrated to ensure accurate detection.

Event description:
It was found during baxter's testing that a pump was alarming for a downstream occlusion. There was no patient involvement since the error was found during testing.